Manufacturer narrative:
The device was returned to the MFR for eval. The pump was returned assembled with the percutaneous lead severed approximately 8" from the pump end reinforcing sleeve/boot and the remainder of lead was not returned. The inlet cannula was returned detached from the inlet port and the outlet cannula was returned attached to the outlet port. The proximal-side of the inlet stator and the distal-side of the outlet stator revealed no evidence of deposition in the pump. The analysis of the device did not reveal any depositions or anomalies related to wear on the smooth and textured blood contacting surfaces or pump bearings that would have affected the functionality of the pump. The exam of the returned lvad pump did not reveal a device related issue. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had a bowel resection early on after the lvad pump implant had taken place and before being discharged from his first admit. The pt later developed a blister near the bottom of his incision site which was then treated. A pump pocket infection then developed and it was decided by the surgeon that a pump exchange be performed from one lvad to another lvad due to the infection. The exchange took place and no further problems have been reported.